Event description:
The user from user facility reported that the blades teeth are breaking in the head and snapped off the saw during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.